Event description:
The lay user/patient contacted lifescan in 2005 and alleged that her one touch ultra test strips were peeling. The medical affairs specialist was unable to reach the patient one day later. A letter was also sent. The patient aslo reported that she was receiving error 4 and error 5 messages along with the peeling test strips issue. She was feeling sweaty and thirsty at the time of concern. She was taken to the hospital six days earlier because she had difficulty breathing. It is not known if her blood glucose level was tested at the hospital. She was given breathing treatment and steroids. At the time of troubleshooting, it was verified that this was a new product. The test strips were stored "in the box" and they were within the expiration date. The patient's testing technique was reviewed to be correct. However, the test strips were peeling. This complaint is reported because the patient reported the peeling issue with the test strip and also was receiving error messages on the meter. However, she was treated for her breathing problems. Replacement test strips were sent to the lay user/patient.